Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer¿s blood glucose (bg) level was ranging from 518 mg/dl to "high" on continuous glucose monitor (cgm). Elevated bg was address by correction injection via manual injection and changed infusion set.